Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high pacing lead impedance. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction h6 - investigation conclusions changed to no problem detected.

Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a partial lead with distal portion was returned in one piece. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated in the session records. Lead impedance test could not be performed due to the as received procedural damage to the lead.